Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 164 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided

Manufacturer narrative:
No unexpected excessive no delivery alarm was noted. The insulin pump had minor scratches on the display window, cracked case at a display window corner, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads. The insulin pump passed the displacement test, prime test and excessive no delivery alarm test.